Event description:
Percutaneous burrs are indicated for forefoot mini-invasive and percutaneous surgery. Shannon burrs are specifically intended to be used for: osteotomy of m1 and/or of p1. All surgical bone procedures of the lesser toes contouring of metatarsal heads. The percutaneous burrs are supplied sterile, for single-use only. They are intended to be used in a hospital, by an orthopaedic surgeon, on a skeletally mature population of patients. Two shannon burrs diam2 lg20 broke during a distal metatarsal mini-invasive osteotomy procedure in the foot. A significant delay in surgery duration was reported, as the surgeon had to remove the broken pieces. The surgery was completed thanks to the other burrs of the pack of 5. No other clinical consequences were reported.